Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-05 h6: investigation summary a device history record review was completed by our quality engineer team for provided lot number 8332554. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the tubing was observed damaged and the device was activated. The puncture damages observed in the tubing were at specific locations that indicate the damage could have been produced due to an incorrect activation of the device. The product is manually produced and during the assembly process, no sharp objects come in contact with the product; therefore, a cause related to the manufacturing process has not been determined for this incident. See h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system extension tubing had a hole in it that leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "product has hole in extension with leakage when exerted pressure."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima IV catheter safety system extension tubing had a hole in it that leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "product has hole in extension with leakage when exerted pressure."